Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported by a nurse responsible for the care of the pt through the state that the pt was experiencing an increase in seizures, unk if above or below baseline. The pt also was exhibiting seizures that have not been occurring for sometime. In the past, pt had slight voice alterations during stimulation but those have not been observed for about a month. At the pt's most recent visit to the neurologist office, the pt had their output current increased. It is unk if this decreased the seizures or if this intervention was taken in response to the seizures. Good faith attempts to gain more info have been unsuccessful to date.